Event description:
It was reported that this pt expired sometime post operatively due to unk reasons after explant of this device and implant of a 6900p. Device not available for return as it was disposed of. The 6900p not available because it was not explanted.

Manufacturer narrative:
Device not returned.